Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient controlled analgesia (pca) pump module key was left on the pca pump module, and it was suspected that the patient may have used the key to modify the infusion settings during medication delivery. At the time of the incident, hydromorphone 15mg was being infused to the patient on (B)(6) 2026 at 1:52am. There was patient who was admitted for gastroparesis, experienced no harm. The customer later provided the following additional information. The hydromorphone had the following parameters: loading dose: 0mg, pca patient bolus dose: 1mg, patient bolus lockout interval: 6 minutes, continuous infusion rate: 0.5mg/hr, and a one hour dose limit: 2.5mg. The tubing set was a bd pca administration kit, reusable monoject plunger model #30873 and had 15mg hydromorphone in a 30ml syringe.